Event description:
The medical rep phoned to report that he would like to fax a ventricular capture threshold test for technical services to review. Technical services discussed that the output at 4.75 volts was not capturing the rv. The medical rep also reported that the device was not capturing at max output. It was later reported that the lead was explanted and replaced due to exit block. A lead malfunction is suspected. The ICD remains implanted.